Event description:
Caller states her blood glucose (bg) registered as high before bedtime. She did a correction bolus of 10 u and went to bed. Caller states her bg was 200 a few hours earlier when she changed the pod. Caller woke up this morning and bg was still high. Caller took meal bolus and another 10u correction bolus. Three hours later bg still reads high. Had caller remove pod and activate a new pod. Suggested that caller contact cde/endo for bolus amount. Caller states that there was some resistance when she filled the pod and possibly a crunching sound.

Manufacturer narrative:
The product was not returned, so no evaluation is possible. The customer noticed a "crunching" sound during the fill process which indicates a probable problem with the retainer that allowed a component to move resulting in damage. This damage prevented the plunger from advancing. The user would have been aware of a problem during the fill process. There is resistance felt in filling the pod with insulin and a distinct "crackling" noise resulting from stripping the threads of the component when over-pressurized. The omnipod user guide states: "warning: never use a pod if, during fill, you detect any crackling noise or resistance while depressing the plunger of the fill syringe. Using a pod the these conditions could result in under-delivery of insulin." The user is also instructed in the user guide to monitor blood glucose levels frequently. By following these recommendations, the user became aware of their high blood glucose and started a new pod or backup therapy if needed.